Event description:
It was reported to bsc/target that, "this product got detached into a lumen of mc (renegade 18) on removing it from the lesion, (that the coil could be implanted correctly into the lesion)".